Event description:
It was reported that the patient was unable to adjust stimulation. There was a power on reset (por). This message was seen while trying to turn the device back on following surgery to insert two rods in the patient's back. Issue could be related to electrocautery. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3093-33, lot# v381112, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).